Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. Functional testing revealed that the device had presented an f-94 alarm. The cause of the condition was determined to be a defective central processing unit (cpu) board. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an undetermined malfunction. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.